Event description:
It was reported when using the bd pyxis¿ anesthesia station es the drawer would not open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer is hard to open. A field service engineer adjusted the inter rails on the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.